Manufacturer narrative:
At the completion of the investigation, based on the information received, the following reported events were confirmed; an occlusion of the left iliac limb, a reline of the left afx iliac limb extension with an ovation limb, and the placement of a suprarenal proximal extension. Due to lack of medical records and imaging, the evaluation was not able to confirm the thrombectomy of the left iliac limb extension. The reported migration was refuted due to evidence seen at initial implant showed placement of the main body was 2cm below the left renal artery. Additionally there was evidence to reasonably support the following observations; a type 1a endoleak, superior stent margin of the main body grew to outside the parameter of 22mm, sac growth of 1.1 cm, and the use of a non-endologix stent in the right iliac limb extension. The clinical evaluation additionally found evidence to reasonably suggest the following contributing factors to the reported event; off label use, tortuous iliac arteries, small access vessels, and growth of the aortic diameter. Devices remain implanted in the patient and were not returned, no evaluation completed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time. Correction: (B)(4).

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated stent and a left limb extension on (B)(6) 2014. On (B)(6) 2016 the patient came in emergently and found potential stent movement with no endoleak and an occlusion of the left limb. The physician elected to complete a thrombectomy of the occluded limb, implant an ovation limb extension and implanted a suprarenal aortic extension. Procedure was successful and there have been no additional adverse events reported for this patient.